Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 596 mg/dl. Customer had treated their blood glucose with a manual injection. It was also found the customer did not have any symptoms of high blood glucose. Troubleshooting was able to verify that insulin was able to exit from the tubing. It was also found the customer had a bent cannula after removing their infusion set. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.